Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-jun-2023. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one 22g insyte autoguard device from an unknown lot number. The unit was investigated by reengaging the needle and the safety button. The safety button activated without difficulty. After examination of the unit, the safety button was pushed, and the needle retracted without resistance. Since the unit retracted safely, the defect of needle retraction failure couldn¿t be confirmed.

Event description:
It was reported that the unspecified bd¿ catheter needle would not retract. The following information was provided by the initial reporter: just this morning we had another occurrence of the needle not retracting.

Manufacturer narrative:
H6: investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the unspecified bd¿ catheter needle would not retract. The following information was provided by the initial reporter: just this morning we had another occurrence of the needle not retracting.

Event description:
It was reported that the unspecified bd¿ catheter needle would not retract. The following information was provided by the initial reporter: just this morning we had another occurrence of the needle not retracting.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.